Event description:
The device was being used on a call and the device operator was able to obtain an initial ECG rhythm from the pt on the device's monitor display and strip chart recorder. The pt's ECG was reportedly observed to be normal sinus rhythm. While still on scene at the pt's residence, the device's lcd display allegedly "went out" and the indicator lights stayed on. Power was cycled and the device reportedly came up with prompts, but the lcd "went dark" again. Upon returning to the station, the device would not power on at all. There were no adverse effects to the pt as a result of the reported event.